Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: multiple call service 052 and 087 alarms were observed in the pump history. The returned battery cap was used for investigation. The pump was powered on with the display remaining blank. After approximately 15 minutes, the pump displayed a ¿sleep error¿ and the remaining steps were unable to be completed. The pump was opened and moisture damage was found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).